Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device lot number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿a stunned esophagus.¿ http://d x.doi.org/10.1053/j.gastro.2015.12.013. Gastroenterology, vol. 150, issue 4, e14¿e15 published online: february 27, 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a cryoballoon ablation catheter: there was one patient who underwent elective cryoballoon pulmonary vein isolation. During the procedure there was a ¿significant¿ decrease I the esophageal temperature, which resulted in the ending of the procedure. The patient reported feeling well and denied any pain. Medication was started and an esophagogastroduodenoscopy (egd) was scheduled for the next day. The egd showed a ¿normal esophagus.¿ the author stated that there was noted ¿mucosal sloughing and ulceration¿ in the mid esophagus. Further follow up did not yet yield any additional information. The status/location of the cryoballoon catheter is unknown. No further patient complications have been reported as a result of this event.